Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. The customer stated the results were reported out, but they were unaware of any patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6).  Multiple reagent cases were opened for these false results.  The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The complaint is unable to be confirmed with the information present. No underlying issues evident in the database analysis. The root cause is unknown. No parts or materials were replaced or returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data.  No new risks, trends, or hazards were identified based on this investigation. CAPA 1632720 is pending approval for investigation of "results" issues. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Multiple 510k numbers: k111860; k130470. Initial reporter phone #: (B)(6).

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. The customer stated the results were reported out, but they were unaware of any patient impact.